Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, there was no visual display on the console. The procedure was completed with another endostat generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the endostat generator and foot pedal were in good physical condition. The power cord and water bottle were not returned in the box. The unit was tested; indicator lights were not activated. The fuses were checked and both were intact. It was found that the fan turned on however, the rest of the console was dead. The review and analysis of all available information failed to indicate a root cause and is therefore, undeterminable. A search of the complaint database revealed that no similar complaints exist for this generator.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, there was no visual display on the console. The procedure was completed with another endostat generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.